Manufacturer narrative:
This medwatch is for suspect device in the coaguchek s system. Reference medwatch is for suspect device in the coaguchek xs system.

Event description:
Caller states the pt tested 1.7 inr on the coaguchek s system and 2.2 inr on the coaguchek xs system during duplicate testing. No action taken on device result. No adverse event reported. Requested return of suspect system and replacement was sent.